Event description:
It was reported by roommate that the patient required medical intervention due to hypoglycemia. The patient's blood glucose (bg) levels dropped to 24 mg/dl while wearing the pod between 24 and 36 hours. Patient was at work and feeling nauseous, so a police officer on hand called an ambulance. The patient was treated by emergency medical technician with an intravenous solution and bg level rose back up to 160 mg/dl.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.